Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a sixteen second charge time. It was noted the device was approaching but had not yet reached elective replacement indicator (eri). Follow up indicated the device was explanted and replaced. No patient complications have been reported as a result of this event.